Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported on (B)(6) 2017 that the patient¿s lvad produced low speed advisory alarms while connected to the power module. The alarms were automatically cleared when the lvad was switched to battery support. The patient was asymptomatic. The lvad was to be kept on battery support and the patient was to follow-up at the hospital for further evaluation on (B)(6) 2017. X-ray and log file review by the manufacturer¿s technical services confirmed several motor stopped events which appeared to be due to potential issues with the percutaneous lead. The x-ray images were unremarkable. The patient was admitted and the lvad was placed on an ungrounded patient cable. Technical services performed onsite evaluation and the alarms/motor stopped events were reproduced with manipulation of the driveline near the skin exit site while supported on a standard patient cable. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. The alarms were unable to be reproduced by technical services post repair.

Manufacturer narrative:
The reported event of low speed alarms and pump stoppages was confirmed through the review of the system controller log file. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the mpu could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18 inches of driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.